Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that before use, the cardiosave intra-aortic balloon pump's (iabp) helium transducer was not calibrated. There was no patient involvement.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h6 (type of investigation, investigation findings and investigation conclusions), h11. A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse recalibrated both the internal and external helium transducers. The unit passed all functional and safety tests per manufacturer specifications.